Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: on (B)(6) 2006 and (B)(6) 2008, pt underwent surgical procedures to implant depuy asr hip implants. In the years following her surgery, pt experienced discomfort and pain in her hips, groin, and leg. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position. On (B)(6) 2011, pt underwent a revision surgery to replace her implant. She will allegedly undergo a second revision surgery on the other hip in 2011.